Event description:
A medical center reported to our distributor that the silicone seal of the rt040m full face mask is coming off too easily. No pt injury has been reported.

Manufacturer narrative:
Method: the complaint device was not returned and no lot number was provided. Results: one potential contributing factor in this situation may be due to improper fitting of the rt040 full face mask onto the pt. Conclusions: the MFR is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%.